Event description:
It was reported that during an intra-operative procedure, the burr was broken off inside of the attachment and the tool became stuck in the attachment. No patient complications have been reported as a result of this event. Additional information received from analysis stating tool stuck was not a (B)(6) tool. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).